Event description:
It was reported that a female patient, underwent an atrial fibrillation (afib) re-do procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardialcentesis. The patient¿s medical history is atrial fibrillation. During the procedure, a small effusion was noted at baseline which became larger during the course of the procedure. The patient became hypotensive and the procedure was stopped. A transesophageal echocardiogram (tee) was performed confirming the presence of a large pericardial effusion. The physician performed a pericardiocentesis to evacuate blood in the pericardium. Approximately 800cc was removed from the pericardial space, 750 cc of which was reinstilled via a cell saver to the patient circulation. The patient was stable and would remain in the hospital overnight for observation. The patient was under general anesthesia. A transseptal puncture was performed using the brk 407206 ¿ 4796821 needle. The event occurred possibly during use of bwi products during mapping and ablation phase. The catheter was used in the 25-35w range. The power was titrated during the ablation. The flow setting was nominal and recommended bwi flow rates for the smarttouch using the smartablate to auto-titrate wattage. Other parameters are not available. There were no error messages observed on the bwi equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that this is device related, procedure related and patient condition. The physician's opinion of the cause was due to his manipulation of the catheter and applying too much force.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smartablate generator, serial #: (B)(4); smartablate circulating pump, serial #: (B)(4); pentaray navigational eco catheter, model #:d-1282-07-s, lot #: 17190478l; soundstar eco 8fr catheter, model #: m-5723-17, lot #: unknown. (B)(4).